Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no power and blank display. The customer states the battery cap was not tightening all the way to turn the pumps power back on. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 97mg/dl. Troubleshoot was conducted. The customer was advised a replacement battery cap would be sent out. The customer was advised not to use the pump until replacement cap arrived, due to pump powering on and off with current faulty cap.